Event description:
In the recovery room after a successful transoral incisionless fundoplication (tif) procedure, the patient violently wretched. No other complications occurred and the patient was released from the hospital the next day per normal procedure. Four days later, the patient was admitted to another hospital with a left pleural effusion. An esophagogastroduodenoscopy (egd) was performed and a small leak from one of the posterior fasteners was found. It was repaired and a chest tube was placed in the patient. A percutaneous endoscopic gastrostomy (peg) with jejunostomy was also placed for feeding. The doctor began a diet and the patient went on to do very well.

Manufacturer narrative:
Because the adverse patient symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for an evaluation.no allegation of product malfunction.